Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('abnormal bleeding\bleeding') in a 37-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not undergo essure confirmation test". The patient's medical history included congenital coronary artery malformation, cholelithiasis, cholecystectomy, heart murmur, grand multiparity, c-section, paratubal cyst and abdominal adhesions. Previously administered products included for birth control: ortho micronor and yaz; for an unreported indication: advil and ferrous sulfate. In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), fatigue ("fatigue."), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain female\pelvic area") and abdominal pain lower ("lower stomach pain"), 2 months 29 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy, robotic-assisted iysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, headache, urinary tract infection, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the pelvic pain was resolving and the fatigue had not resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure was removed on (B)(6) 2015 (discrepancy between the insertion and removal dates) essure placed - 3 coiled visualized protruding from right ostia and 3 coils visualized protruding from left ostia after procedure. Complications: none . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: uterus- normal appearance. Fallopian tube- no abnormalities seen. Left ovary- normal. Right ovary- most likely a simple cyst. Most likely a follicle. Comment: 3d reconstruction was performed and revealed that both essure were detected at least with half of their length in the interstitial portion of the uterus. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records received: events does not undergo essure confirmation test, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, bladder or urinary problems or changes,lower stomach pain, fatigue were added. Medical history, lab data, lot number, historical drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('abnormal bleeding\bleeding') in a 37-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not undergo essure confirmation test". The patient's medical history included congenital coronary artery malformation, cholelithiasis, cholecystectomy, heart murmur, grand multiparity, c-section, paratubal cyst and abdominal adhesions. Previously administered products included for birth control: ortho micronor and yaz; for an unreported indication: advil and ferrous sulfate. In 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), fatigue ("fatigue."), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain female\pelvic area") and abdominal pain lower ("lower stomach pain"), 2 months 29 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy, robotic-assisted iysis of adhesion). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, headache, urinary tract infection, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the pelvic pain was resolving and the fatigue had not resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure was removed on (B)(6) 2015 (discrepancy between the insertion and removal dates) essure placed - 3 coiled visualized protruding from right ostia and 3 coils visualized protruding from left ostia after procedure. Complications: none diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: uterus- normal appearance. Fallopian tube- no abnormalities seen. Left ovary- normal. Right ovary- most likely a simple cyst. Most likely a follicle. Comment: 3d reconstruction was performed and revealed that both essure were detected at least with half of their length in the interstitial portion of the uterus.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), hypersensitivity ("allergic reaction") and headache ("headache"). The patient was treated with surgery (to remove the essure). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, hypersensitivity and headache outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. The reporter commented: essure was removed on (B)(6) 2015 (discrepancy between the insertion and removal dates) incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.